Event description:
Femoral head trial implant 32+9 remains inside the patient, the doctor tried to remove it, but on osculation it went deeper and deeper. So he decided to finish the surgery, placing the definitive femoral head implant and closing the patient. Summit-pinnacle total hip prosthesis, the doctor informs that he will be scheduling surgery with a surgeon to remove it.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # ==> (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5, d4 (lot, catalog, UDI), d10 (concomitant med products), e1 (facility name) and h4 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected: d1, d2a and h5

Event description:
Additional event information was received stating: "patient already left the hospital last week, exactly on tuesday, (B)(6), which our call center area, who was in contact with a family member, gave the information, left her prosthesis paid and she already left her country USA. His health was good, but what I was informed was that he had more illnesses and other fractures besides his hip, such as a wrist fracture. The surgery was performed on (B)(6), in the hospital (B)(6), apparently the test head was left inside the patient, commenting the doctor that it would stay between the tissues, that it does not cause damage and hence all the information that was given to me."

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Available photographic evidence was reviewed. It was not possible to confirm allegation per the provided evidence. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.